Event description:
The ge oec 9800 fluoroscopy system locked up in a procedure and was removed from use for service.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced a faulty control panel processor pcb and I/o board. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.